Manufacturer narrative:
Additional information: the stent struts were damaged/lifted due to heavily calcium lesion and the patient's anatomy. The stent and delivery system deformation were noted when advancing the device in the vessel/across the lesion. The device entered the patient's vasculature. The sheath was removed per IFU. The stent was handled directly post removal of the sheath. Lot number provided. Initial reporter's phone number provided. Product analysis: the device was returned for analysis. Kinks were evident to the hypo-tube. The stent was positioned on the balloon between the marker bands as per position specification, but due to mid and distal stent deformation the stent did not meet visual acceptance specification. Deformation/ was evident to the mid and distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the catheter delivery system of one resolute onyx coronary drug eluting stent was deformed and the stent was damaged. No patient complications have been reported as a result of this event.